Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient had chronic hemolysis and acute kidney injury and was on palliative care for 2 years before being transitioned to hospice. Support was withdrawn and the patient expired on (B)(6) 2018. It was reported that the device worked as intended. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s acute kidney failure and subsequent expiration due to chronic hemolysis could not be conclusively determined. The patient, who had been on palliative care for 2 months due to chronic hemolysis, was transitioned to hospice care due to acute kidney injury. It was decided to withdraw support and the patient expired on (B)(6) 2018. The device reportedly worked as intended and would not be returned for investigation. The instructions for use (IFU) lists hemolysis and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.